Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer, outer tube damaged, needle outer tube dent(s) deep dent, outer tube damaged, distal tip distal tip damaged, illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate in system, optical system, optical components distal cover glass/negative damaged, cracked/scratched, cosmetic issue scratches/dents, engraving/identification datamatrix code level c. Usage: use error/misuse, labeling: illegible etch, visual: deformed/bent, visual: scratched/nicked and broken (2+ pieces): chipped/shaved/delaminated. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp, 4.0, 30, 167, mitek scope device cracked. During in-house engineering evaluation it was determine that the device was chipped/shaved/delaminated. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: upon further investigation, the evaluation of the device has been updated. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer. Outer tube damaged, needle outer tube dent(s) deep dent. Outer tube damaged, distal tip distal tip damaged. Illumination distal tip fiber damaged. Particulate, optics particulate under distal lens particulate in system. Optical system, optical components distal cover glass/negative damaged cracked/scratched. Cosmetic issue scratches/dents. Engraving/identification datamatrix code level c. Usage: use error/misuse, labeling: illegible etch, visual: deformed/bent, visual: scratched/nicked and broken (2+ pieces): chipped/shaved/delaminated. Per service report, this complaint was confirmed. The label, tube, optical and housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.